Event description:
Cadd high volume administration set with bag spike 1.2 micron air eliminating filter item number 21-7081v with lot #21x222 is blocking tpn fluid flow thru tubing at the point of the filter. When used with tpn 3 in 1 (with lipid) the filter is allowing the clear component of the mixture to pass but not the lipid portion (almost as if the filter was a 0.2 micron filter and not a 1.2 micron filter). This resulted in a high-pressure error with cadd pump. This was tested and reproducible by our pharmacist in house and the error did not occur with a different lot number of the same tubing.